Event description:
It was reported that the ventilator - while ventilating a pt - switched from ventilation mode to standby by itself without any alarm. No injury reported.

Manufacturer narrative:
The investigation is still ongoing. Results will be reported in a follow-up report.